Event description:
A malfunction occurred on the pump, as reported by the caller. There was no information available regarding any adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues arise again, which the caller acknowledged.